Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) reported the hcp first reported the issue to the rep. It was noted the hcp was using the clinician programmer tablet. It was indicated that the software version was 1.3_161228, the cause/circumstances that led to the wrong concentration being programmed was a numeric data entry mistake. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID a810, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that at pump replacement, morphine with concentration 20 mg/ml with dose rate of 11.977 mg/day was programmed in pump and updated by an operating room (or) nurse. The replacement pump was however actually filled with morphine with concentration 25 mg/ml as ordered. They had verified with pharmacy and an alternate or nurse documentation. The pump was reprogrammed in the office to 25 mg/ml at a dose rate of 11.977 mg/day. No patient adverse events were reported. Refer also to MFR report # 3004209178-2019-14461 regarding previous event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the software version at time of report was 1.1.300. No further complications were reported/anticipated.